Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi31000170, serial/lot #: (B)(4). Product ID: bi31000169, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. The charger boards were replaced due to a few nodes overcharging. The system then passed the system checkout and was found to be fully functional. The pcba bi31000169 battery charger 1 ((B)(4)/ g35090) and pcba bi31000170 battery charger 2 ((B)(4)/ g35090) were returned to the manufacturer and were under analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system had a bad charger board. This was discovered by a medtronic representative during a planned maintenance (pm). The charger nodes were out of stack and the charger board required replacement. There was no patient present when this issue was observed.

Manufacturer narrative:
The pcba bi31000169 battery charger 1 ((B)(4) / g35090) was returned for analysis. Analysis found that there were stressed components and leaky capacitors. All led's on the pcba and the test fixture were lit and chargers output and sense voltage passed within specifications. Bench and functional testing passed. The charger was installed into a test system and the system initialized. Motion, generator, communication, and charging readied. Both 2d and 3d images were successful. (B)(4). The pcba bi31000169 battery charger 2 ((B)(4) / g35090) was returned for analysis. Analysis found that there were stressed components and leaky capacitors. All led's on the pcba and the test fixture were lit and chargers output and sense voltage passed within specifications. Bench and functional testing passed. The charger was installed into a test system and the system initialized. Motion, generator, communication, and charging readied. Both 2d and 3d images were successful. (B)(4). If information is provided in the future, a supplemental report will be issued.